Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within spec range.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a critical pump error image was displayed on screen. The customer¿s blood glucose level was unknown. Troubleshooting steps were provided for critical pump error. Customer advised to insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.